Event description:
It was reported that the patient was unable to adjust stimulation. The patient programmer display showed the "call your doctor" icon. A power on reset (por) condition was reported. The por was cleared and then the "poor communication" screen was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).